Event description:
The customer received an erroneous result for one patient sample tested for ethanol. The sample initially resulted as 156.2 mg/dl accompanied by a data flag. The analyzer was set up to calculate the conversion of mg/dl units to g/dl. The 156.2 mg/dl value was converted to 0 g/dl by the analyzer and this 0 g/dl result was reported outside of the laboratory. The physician questioned the 0 g/dl value. The sample was repeated on a different cobas 6000 analyzer and it resulted as 160.1 mg/dl which was converted to 0.1601 g/dl accompanied by a data flag. The sample was repeated a second time on the original analyzer (serial number (B)(4)), resulting as 0 g/dl. The sample was also repeated a third time on a different cobas 6000 analyzer, resulting as 0.13 g/dl. The 0.13 g/dl value was considered to be correct. The patient was not adversely affected by the event. The ethanol reagent lot number was 65600901 with an expiration date of 08/31/2012. The field application specialist could not determine a cause for the issue. She entered values under the range tab in the instrument software and the instrument then performed the unit calculation correctly. The field service representative ran quality control and a patient sample.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field application specialist has provided new information stating that prior to the event, the c501 analyzer had a database corruption that occurred and the analyzer lost all of its programming. The field application specialist mentioned that she had to set everything back up on the analyzer after this occurred and she completed re-programming the analyzer. Once she re-programmed the analyzer, she ran calibrations and quality controls to make sure all tests were working correctly, and they were. She found that after the event was called in, she had not entered the normal range values for the unit conversion calculation. She stated that once she entered values for the normal range, the unit conversion calculation was then successful.